Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03515. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent mesh removal/revision on (B)(6) 2013 by dr. (B)(6) due to complications from urogynecologic graft material and pelvic pain.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that post implantation the patient underwent trimming of mesh due to experiencing infections and dyspareunia.(B)(4).